Event description:
Following implant, pt transferred to ICU and 2 hours later, coded. Surgeon shocked the heart and reopened. Valve was replaced but pt was unable to be taken off pump and expired. Autopsy revealed large thrombus deep in the left main artery.